Event description:
It was reported that the stent partially deployed. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use to treat a 100% stenosed, moderately tortuous and moderately calcified common iliac artery. During the procedure, resistance was felt during stent delivery using a contralateral approach. The stent was delivered to the origin of the lesion; however, the thumbwheel began spinning, and only 1.5cm of the stent was able to be deployed. Therefore, the stent was removed, and the procedure was cancelled. There was no patient injury.

Event description:
It was reported that the stent partially deployed. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use to treat a 100% stenosed, moderately tortuous and moderately calcified common iliac artery. During the procedure, resistance was felt during stent delivery using a contralateral approach. The stent was delivered to the origin of the lesion; however, the thumbwheel began spinning, and only 1.5cm of the stent was able to be deployed. Therefore, the stent was removed, and the procedure was cancelled. There was no patient injury.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia self-expanding stent system was inspected for damage. The outer sheath, tip, inner sheath and the remainder of the device were visually examined, revealing that there was buckling at 14.5cm from the tip and also showed a partially deployed stent. Visual examination also showed the handle rack was separated and broken apart. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the stent was partially deployed and the handle rack was broken apart.